Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported by the affiliate that during an oophorectomy procedure, the device would cut but stapled partially. During use, the firing trigger got stuck (no further information). The surgeon could reopen the jaws. The procedure was completed with an electric knife. There were no adverse consequences for the patient.

Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) that a patient was administered two fillings instead of one. The increased intraperitoneal volume (iipv) was 200%. This event meets overfill criteria. There is no injury reported in relation to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.